Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer was also suffering from a stomach virus. The customer's blood glucose reading was 1009 mg/dl at the time of the event. The display went blank prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.